Event description:
Pump declared a cartridge alarm 20 during pumping. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with loading a new cartridge, but the alarm recurred, leading to the decision to replace the pump. In the interim, the customer would use multiple daily injections as backup therapy to ensure continued insulin delivery.